Event description:
Adverse event(s): "two lenses implanted due to complicated case" (no code available); "vitrectomy" (vitrectomy). Product problem(s): "does not blame the iols" (no known device problem [iol (intraocular lens) implant]); unapproved viscoelastic and cartridge used" (use of device issue [iol (intraocular lens) implant]). A tech reported that a surgeon implanted two intraocular lenses (iols) of the same model in the same procedure, due to the surgery being a complicated case. In a f/u, the surgeon explained that during the surgery, he broke the capsule and some portion of the nucleus fell into the vitreous. He attempted to slip the lens into the sulcus and missed. He stated that since he was dealing with a pt with dementia and did not want to bring him back for a second surgery, he decided to put a second lens in the sulcus while the first lens remained in the vitreous. An anterior vitrectomy was performed during the same procedure. The surgeon sent the pt to a retinal specialist who agreed to leave the first lens in the sulcus. The surgeon reported early postoperative corneal edema which he expects to resolve; and that the pt is doing well. The surgeon does not blame the iols. It was also reported that an unapproved viscoelastic/cartridge combination was used for the lens model implanted.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot #. The reporter indicated the use of an unapproved viscoelastic and cartridge with this lens model. Additional info was requested on 07/23/2010, 07/29/2010, and 08/10/2010 by phone, fax and mail. A completed questionnaire was received on 08/11/2010. (B)(4)